Event description:
While performing sterilization procedure, an arm of the applicator broke off and fell within the peritoneal cavity. The surgeon was unable to remove via laparoscope and found it necessary to carry out a laparotomy.

Manufacturer narrative:
Info regarding the product catalogue number and serial number was requested of the solicitor. The info received identified only one component of the applicator. Based on this info, it can be stated that the applicator is a dual incision applicator. The component part identified is a forceps rod that can be utilized in either the single ring or two ring applicator. According to the solicitor, the product was not sent in for repair, but was destroyed. Therefore, no evaluation can be performed.